Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician believed it was due to the anatomy, as it was quite tortuous. The physician thought the pipeline would still open.

Event description:
Medtronic received a report that the pipeline vantage failed to open in the middle section. The patient was undergoing treatment for a ruptured, blister aneurysm located in the left anterior cerebral artery. The landing zone was 4.2mm distal and 4.5mm proximal. The patient's vessel tortuosity was severe. It was reported that they advanced pipeline vantage, and despite quite tortuous anatomy, it was able to be advanced through. As the clinician started to deploy the pipeline, the distal end opened perfectly. As it got to the bend, the pipeline appeared to ribbon and not open. Despite trying to load and unload the system and re sheath and unsheath the pipeline, the middle segment would not open. As the microcatheter got to the proximal end, it opened slightly on the proximal end, but still not in the middle segment through the bend. The clinician then re-sheathed the device and removed it from the microcatheter. Upon inspection, the device looked ok. The clinician then tried a shorter 5.5 x 16 device. Despite some challenges to open, it did open with perfect wall apposition and full coverage of the aneurysm. The patient did not experience any injury or complications. Angiographic results post procedure were said to be fine. The middle segment of the pipeline had been positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, non-medtronic guide catheter, and non-medtronic guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.